Manufacturer narrative:
The manufacturer previously reported the incorrect 510k number as k18166. The correct 510k number is k181166 and is reflected in g5.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software needs reloaded to address the issue.